Manufacturer narrative:
An event regarding revision due to wear involving a triathlon patellar component was reported. The event was confirmed through visual inspection of the photographs provided. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs provided show a recently explanted patellar component. The patella appears to have some damage on the bearing surface. Medical records received and evaluation: clinician review of the medical records provided concluded massive obesity of the patient was clearly an important factor to contribute to instability failure of the right knee arthroplasty after some 10-years of use. Whether other contributing factors were present cannot be determined due to lack of relevant radiological information. Device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the reported event relates to revision due to insert and patella wear after approximately 10 years in vivo. The photographs of the explanted poly components confirm wear of insert and patella. Clinician review of the medical records provided concluded massive obesity of the patient was clearly an important factor to contribute to instability failure of the right knee arthroplasty after some 10-years of use. Whether other contributing factors were present cannot be determined due to lack of relevant radiological information.

Event description:
It was reported that patient's right knee was revised due to deformity and pain. An office note provided mentions a concern that metal debris might build up in the knee with what "appears to be complete loss of clear space medially". The insert and patella were revised. Rep reported that all information made available by the hospital has been submitted, no further information.